Manufacturer narrative:
(B)(4). Evaluation summary: the device was received fully clip deployed and undamaged, not partially deployed as reported. The deployed clip was not returned. There were no detected external or internal anomalies or damage that may have contributed to the reported event. It was not determined when the device was fully clip deployed beyond the reported thumb advancer deployment. The device was reset for redeployment testing to check for premature vessel locator wing (vlw) retraction/collapse. The device completed the test successfully, with no premature collapse of the vessel locator during complete thumb advancer deployment. Premature vlw collapse may occur due to unintended user manipulation of the device or manufacturing issues. During manufacturing, the lot is visually inspected for proper vlw deployment and retraction, and a sampling of completed starclose se units from the lot was functionally and destructively tested to verify proper device operation. The device was reportedly deployed in a mildly calcified artery, which is against the starclose se instructions for use (IFU). The IFU states: do not deploy the clip in areas of calcified plaque. The IFU also states: the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. Based on the investigation, the device performed according to specification and there was no detected product lot quality deficiency. The cause for the reported event could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database found no similar incidents. There does not appear to be an indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified, mildly tortuous right common femoral artery was attempted using a starclose se device after a coronary angiogram interventional procedure. Reportedly, during advancement of the thumb advancer, the vessel locator wings collapsed and the device came out. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant additional information. (B)(4): failure to follow steps, device used in a mildly calcified artery.

Manufacturer narrative:
(B)(4).